Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for right ventricular lead revision. Oversensing of noise leading to inappropriate atp delivery had been noted on the lead via a merlin.net transmission. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).